Event description:
A customer observed lower than expected vitros phyt quality control results while using the vitros 350 chemistry system. Patient samples were not affected. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected phyt quality control results were obtained from the vitros 350 chemistry system. An ocd field engineer replaced the sample metering proboscis, tip locator, and ir metering pump to return the instrument to expected operation. The root cause of this event is instrument related.